Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that there was a software defect, defect-24784. To replicate the user must start a new CT-fluoro flow, plan implants, proceed to the operation screen, send the arm to all the registered screws, with the tower appearing in the virtual tool kit, and exit the patient folder and unlock the mount. Then the user must mark the same case, enter the plan, choose 'segmentation' from the dropdown, delete one of the vertebrae segmentation lines that got a tower in the previous flow, continue to planning, and then exit the patient folder. The user will then start a new operate process with the same case, proceed to approve registration, confirm all the vertebrae, and then choose 'skip'. This will result in an unexpected exit. When the system recovers, when the user clicks operation, the system will exit again. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.